Event description:
During a vaivt procedure, the balloon ruptured when it was inflated at the target lesion site. Another device of the same type was used, but balloon rupture occurred again. An edwards fogarty corkscrew catheter was then used, and the procedure was completed successfully. No abnormalities were noted prior to use. Calcification of the lesion was mild. No patient injury was reported. Note: this is report 2 of 2 related to the second catheter used in the event.

Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon rupture is an inherent risk associated with this type of device, and given the nature of the product and the procedures in which it is used, this event is considered a known complication. Procedural factors or anatomical features, such as calcification or plaque, may have contributed to the reported issue. The instructions for use (IFU) include the following warning regarding possible complications: in common with other catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA 2026-007 was created to document and investigate the failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. Note: this is report 2 of 2 related to the second catheter used in the event.